Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for retraction issue with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle only retracted partially from the vein during use when the safety button was pressed. The following information was provided by the initial reporter: after blood extraction, phlebotomist activated the safety button of utw however half of the needle came backward and the remaining part of the needle still outside the shield (the safety activation was inside the vein).

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle only retracted partially from the vein during use when the safety button was pressed. The following information was provided by the initial reporter: after blood extraction, phlebotomist activated the safety button of utw however half of the needle came backward and the remaining part of the needle still outside the shield (the safety activation was inside the vein).